Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results and mechanical test results were reviewed and they are all within specification. Review of the device history records found no non-conformances on this batch. Final micro and sterility tests passed. Provided information states the patient developed a massive rotator cuff tear which caused the humeral implant to migrate superiorly and edge-load the glenoid component. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis and loosening of the glenoid at the cement/bone interface. Depuy cement was used at the time of original implantation. It was reported that the patient had a massive rotator cuff tear.